Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up. It was noted that the patient's transmitter could not read the device. The device was successfully interrogated and remains implanted. The physician will continue to monitor the patient. The patient was in stable condition.